Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production run of the affected an batches. Based on evaluation on all the 3 returned samples, the white deposit in the epoxy well of the needle hub was most likely epoxy adhesive, which is the adhesive applied onto the product to secure the cannula to the needle hub. The texture of the white deposit was hard, similar to that of the epoxy adhesive. However, the epoxy color is clear for normal good parts. Hence, the white deposit is most likely not fm, but discolored epoxy adhesive. The sample was subjected to cannula pull test per and it passed the cannula pull test. This evidenced that the epoxy adhesive was functioning well per intended, albeit the discoloration. Hence, the discoloration was most likely a cosmetic defect. The discoloration of the epoxy was most likely due to epoxy discoloration over time towards the end of the dispensing unit. The assembly lines were reviewed, no abnormality was observed at the epoxy dispensing station and curing oven. Currently, the epoxy dispensing units are replaced every 30 minutes with an alarm trigger from the machine, hence it was highly unlikely for the epoxy to discolor under normal production condition. Based on the complaint history review, this is the first complaint reported for epoxy discoloration defect for this batch. As current control, there is outgoing visual inspection in place to check for insufficient epoxy adhesive, which could detect the epoxy discoloration as well.

Event description:
There are visible foreign body was found inside of chamber.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd angiocath plus 24ga x 0.75in had foreign matter. There are visible foreign body was found inside of chamber.